Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) reported that the customer stated the iabp will not run on back-up battery power and when plugged in, battery charge indicator intermittently works. The stm confirmed that the iabp works normally with a patient simulator and 40 cc balloon when attached to ac power. When ac power is removed the iabp shuts down completely. The stm replaced the batteries and plugged the iabp to ac power. The battery charge indicator then flashed constantly indicating the batteries were charging. The stm powered on the iabp with ac power and began pumping with simulator attached. The stm then removed ac power while the iabp was pumping and the new batteries continued to pump the balloon. The iabp also had an expired safety disk so the stm replaced. Iabp passed all functional and electrical safety tests to factory specifications. Returned unit to customer for clinical use.

Event description:
The customer stated, while performing preventive maintenance (pm), the green led light that signifies charging/ac power was intermittently working on the cs300. No patient involved. No adverse event reported.